Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Based on the information provided, the reported difficulties and subsequent patient effects appear to be due to case circumstances. Per the physician¿s opinion, the reported single leaflet device attachment (slda) was due to difficulty with visualization due to pre-existing patient anatomy, specifically large flail gap and thickened leaflets. The reported patient effects of worsening mitral regurgitation (mr) and edema, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information received reported that there was difficulty with visualization due to patient anatomy. The pulmonary edema was treated with medication. Mitral valve replacement was performed for treatment of the slda. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report post procedure, single leaflet device attachment occurred and pulmonary edema it was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to 1. On (B)(6) 2019, the patient was admitted with pulmonary edema and partial clip attachment (single leaflet device attachment/slda). A second procedure has not been planned at this time. No additional information was provided.